Event description:
Customer tested 290 mg/dl on the mobile system, 80 mg/dl on the aviva nano system, and 82 mg/dl on the compact plus system within 10 minutes of each other. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device however the test cassette is no longer available.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). (B)(6). Will not be returned to manufacturer.